Event description:
Pt underwent dilitation and curettage just prior to having cryosurgery performed. In the days following the cryosurgery, the pt experienced bleeding in excess of what pt had previously experienced prior to the cryosurgery. A hysterectomy was performed on the pt. The physician reported the uterus to have a weight of 260 grams.